Event description:
Healthcare professional (hcp) reported patient was injected in the lips with 1 ml juvéderm® volbella¿ with lidocaine and along the anterior part of the jawline 1 ml with juvéderm® volux¿. The patient reported having had a viral urti, deemed not device related, a week after the fillers. Approximately six weeks later, patient experienced swelling of top and bottom lip. On examination, patient had uniform swelling of top lip and 2 nodules on the bottom lip and there were also nodules along the jawline. Patient was treated with antibiotic, zithromax 1000 mg po daily. Patient has been on antibiotic for a week now with no improvement. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00585 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of viral urti (viral upper respiratory infection), deemed not device related is considered an unexpected adverse drug experience.